Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 12 month product complaint trend data for the period feb 2020 through jan 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The supplier returned the power management board to the national repair center (nrc). The supplier verified the failure of the batteries not charging and replaced components q27 and q50 and installed (B)(6). The board then passed testing. A senior repair technician inspected the power management board and no visual damage was observed. The installation of (B)(6) was also verified. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The board was packaged and labeled and sent to stock per procedure. A supplemental report will be submitted when our investigation is completed.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the faulty power management board was replaced. In addition, the fse confirmed that the batteries were charging. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check, the batteries in the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no reported alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and found q27 charred. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. The national repair center verified the reported failure. The batteries did not charge when the pump console was installed into the hospital cart with ac power applied. The power management board is being sent to the supplier per procedure. A supplemental report will be submitted when pertinent information is provided.

Event description:
It was reported that during routine check, the batteries in the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no reported alarm. There was no patient involvement, and no adverse event reported.